Event description:
While using the dexcom g7 my son had a reaction which caused an infection in his arm. He had a fever, swelling of his upper arm, a rash and hardening of the area as well as the area being warm to touch and painful. We took him to urgent care as recommended by the advice nurse and the doctor started him right away on oral antibiotics. The doctor also told him to apply ice packs regularly and return for a follow up after antibiotics were completed. The swelling and infection eventually went away but took some time. We have had many issues with this cgm with very faulty readings or complete failure consistently. We have been a dexcom user for years but I believe this may have to do with where they are being manufactured now.